Manufacturer narrative:
As of filing date, customer has not returned, nor have they indicated they intend to return, the product for evaluation.

Event description:
It was reported that pads are 'breaking apart' inside causing a large bubble to form. No pt involvement or adverse consequences were reported.